Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A mako field service engineer (fse) evaluated the rio at the hospital site. At the first visit, the fse could not duplicate the issue. Further discussion with the onsite mako representative led to a follow-up service visit. The fse checked the rio arm transmission and found that the cable in joint ji needed adjustment. Rio calibration was also performed. The rio successfully passed post-tests and the rio was released for clinical use.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the case, the system displayed software delays and freezes, and the surgeon had difficulty registering the rio. Changing the angle and position of the rio arm was unsuccessful in resolving the issue, and the surgeon converted to a stryker manual hip system to complete the case.